Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. . The patient alleged visualization of particles. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles, and the device is not giving enough oxygen. There was no report of serious or permanent patient harm or injury.  The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, and dc jack color insert. Discoloration was observed on the blower box. An unknown contamination was observed inside the top enclosure, outside and inside the bottom enclosure, inside the ui, and rear panels. A hairlike substance was observed inside the blower box. Liquid ingress was observed on the blower, blower box, and p4 power connector. A contaminate consistent with keratin was observed on the blower box.  The device's downloaded event log was reviewed by the manufacturer and found thirty-two errors. The manufacturer concludes unable to directly address the symptoms outlined in the complaint. Observed dust/dirt contamination in the airpath, likely from a source external to the device. Observed no evidence of degraded sound abatement foam. In this report, section d9, g3, h3, h6 has been updated.